Event description:
The customer reported that the white blood cell (wbc) and red blood cell (rbc) baths of their coulter ac*t diff analyzer had overflowed and spilled fluid onto the counter under the analyzer. The customer was wearing gloves and a gown during the event and no exposure or injury was reported. Patient results were not affected and there was no change to patient treatment in connection with this event. Customer technical specialist (cts) assisted customer with troubleshooting. Cts had the customer bleach and flush the drain path to allow proper bath draining. A rinse/mix and drain function performed by the customer verified that both baths are now properly draining. Root cause of the issue may be attributed to a clogged drain path which was flushed out by the bleach cleaning process.

Manufacturer narrative:
Evaluation code - results code - (other): clogged drain path. Evaluation code - conclusions code - (other): issue was resolved by the customer through troubleshooting with the help of customer technical specialist over the phone. (B)(4). Eval summary: troubleshooting was done over the phone.